Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician attempted to place a clip on the polyp removal site. The device closed on the mucosa but failed to fire. Multiple clips from the same lot number were tried, all with the same result. The technicians, who were experienced and knowledgeable in device deployment, encountered the same issue repeatedly. However, when a clip from a different lot number was used, it fired appropriately. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.